Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('removal of the uterus search for essure in greater omentum') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), amnesia ("loss of memory"), arthralgia ("joint pain") and thyroid disorder ("thyroid disorder"). The patient was treated with surgery (essure removal, removal of the uterus search for essure in greater omentum). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fibromyalgia, amnesia, arthralgia and thyroid disorder outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, device dislocation, fibromyalgia and thyroid disorder with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.